Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 months ago. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that prior to the stent graft implantation, the physician thought the patient has had a stroke; however, it was later realized that the patient has amyotrophic lateral sclerosis (als). Approximately 1 month post-stent graft implantation, the patient expired from the als, and the physician stated that the stent graft was not the cause of the patient's death.

Manufacturer narrative:
(B)(4), evaluation results: death; death was due to als. Conclusions: death was due to als.